Event description:
A review of service data detected a reportable event. Upon servicing, monitor sn (B)(4) would not power up. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. As received, the monitor would not power on. The cause of the monitor not powering on was a flash memory failure (components u102 and u105) on the c/a board. As intermittent connection was discovered at pin a25 of the flash memory. The intermittent connection by mechanical stress. The exact source of the mechanical stress has not been positively identified, but the fractured connection may have been accelerated through rough handling. No adverse event resulted from the defective charger/modem. The last pt to use this charger/model did not report any deficiencies.